Manufacturer narrative:
H.6. Investigation: customer returned (1) sealed 32gx4mm bd pen needle from lot# 1033646. The consumer reported no insulin flow during injection. The returned pen needle was examined, then tested for flow using a test pen injector: the sample was able to expel properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported when using the bd pen ndl 32g 4mm hp 100 box 1200 us, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: consumer reported no insulin flow during injection.

Event description:
It was reported when using the bd pen ndl 32g 4mm hp 100 box 1200 us, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: consumer reported no insulin flow during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.